Event description:
It was reported that the tip of the unit broke and fell inside the pt. It was further reported that the tip breakage happened right at the start of the procedure. It was further reported that it took about an hour to retrieve the broken piece. It was further reported that the unit appeared very clean and with no damage on the outside.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.